Event description:
It was reported that the patient seemed a bit disoriented and lethargic. The patient was able to answer questions and provided demographic information. The patient was awakened due to multiple pump alarms from intermittent hi-pressure to no disposable, on both pumps with cassettes. The patient was concerned that both pumps were not working right. No further details provided. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.